Manufacturer narrative:
Hill-rom technical support suggested to isolate each side rail. The account found the left side rail patient controls needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with a quarterly battery check and testing for joint commission on accreditation of healthcare organizations (jcaho). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The facility performed preventative maintenance on this bed in 2018. The account replaced the left side rail patient controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from an account stating the head section would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).